Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement accuracy test. The insulin pump was programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the bolus history screen. The insulin pump was programmed with multiple basal profiles and monitored; all basal profiles delivered their indicated amounts and were verified in the daily total screen. No bolus anomaly or basal anomaly noted during our testing. The insulin pump had cracked display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2017 with blood glucose of 180 mg/dl. Customer reported that blood glucose had dropped in the 20 mg/dl. It was reported that sometimes blood glucose went as high as 400 mg/dl. Customer was hospitalized due low blood glucose and cardiac arrest. Customer was hospitalized and was treated with insulin drip and food. Customer was wearing insulin pump at the time of hospitalization. After troubleshooting, customer believed that insulin pump may have over delivered. Customer was advised that insulin pump would be replaced.